Event description:
As described by surgeon on return fax of requested pt assessment form, "pt had pariprosthetic hip fracture complicated by infection and death". No intervention or hospitalization indicated. In a 2004 conversation, importer sales agent states that surgeon's assistant says death is not attributed to the device. Written confirmation has been requested of the surgeon.